Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock. Episode review noted oversensing of noise and low amplitudes. The intrinsic rhythm prior to the shock appeared to be sinus supraventricular tachycardia (svt) at approximately 180 bpm. The patient subsequently presented to the clinic and noise was re-created when the patient crossed his arm across his chest. Noise was observed in both primary and secondary vectors and was less noisy in secondary. Therefore, the device was reprogrammed from secondary back to primary. An exercise test was performed and boston scientific (bsc) technical services (ts) was contacted for advice. The bsc ts consultant agreed with the programming change that was performed and recommended to continue review of the remote monitoring counter data to determine if programming changes are required to improve classification of noise and avoid oversensing of myopotentials. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock. Episode review noted oversensing of noise and low amplitudes. The intrinsic rhythm prior to the shock appeared to be sinus supraventricular tachycardia (svt) at approximately 180 bpm. The patient subsequently presented to the clinic and noise was re-created when the patient crossed his arm across his chest. Noise was observed in both primary and secondary vectors and was less noisy in secondary. Therefore, the device was reprogrammed from secondary back to primary. An exercise test was performed and boston scientific (bsc) technical services (ts) was contacted for advice. The bsc ts consultant agreed with the programming change that was performed and recommended to continue review of the remote monitoring counter data to determine if programming changes are required to improve classification of noise and avoid oversensing of myopotentials. The system remains in service and no adverse patient effects were reported. Additional information was received that further episode review was performed of the most recent transmission. The data showed good stability without any indication of oversensing and the presenting s-ECG looked good. The system remains in service and no adverse patient effects were reported.